Event description:
The patient stated she received a power interruption or e8 on her infusion device. Then the patient received a low power pack warning or a2. She stated she had programmed an extended bolus of 11.4 units and upon review of the bolus history, there were no extended boluses listed in the memory of the device and the alarm history did not show a bolus cancelled alarm (a8). The infusion device had not been dropped and the power pack had not been changed before placed in stop mode (causes for an e8). No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to return for evaluation.